Event description:
It was reported that there was a shocking or jolting sensation. When the patient was first implanted, he was getting shocks when he would move in a certain position. It stopped once the patient healed and it had not happened since.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).